Manufacturer narrative:
Concomitant medical products: unknown lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a pounding sensation due to diaphragmatic stimulation from the left ventricular (lv) lead. The lead was reprogrammed and the sensation went away. The lead remains in use. No further patient complications have been reported as a result of this event.